Event description:
It was reported that the 2800 table would not move in the lateral direction. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system was rebooted and found to be working as intended, and put back into service.